Event description:
It was reported that, on (B)(6) 2018, during a surgery with ecc (extracorporeal circulation) for an aortic aneurysm, a serious bleeding was observed from the graft. The blood loss was about 4k cc and a transfusion was done during the surgery. Thrombocyte and blood plasma cryoprecipitate were used to stop the bleeding. The surgery was prolonged for about 2-3h. The graft remained implanted and, after recovering, the patient was discharged on (B)(6) 2018. No consequence for the patient was reported.

Manufacturer narrative:
The case has been submitted to the corporate medical officer for review, with two other similar cases reported together by the same physician (MDR # 1640201-2018-00009 & 164201-2018-00010). His medical opinion is reported as follows: "we have received three complaints regarding complex aortic surgeries performed at same institution in (B)(6) by the surgeon. Very limited information has been collected regarding the preexisting conditions of the patients. In all cases a very significant blood loss from the totality of the vascular grafts, from 3.5 to 5.5 liters. For all cases hemostatic agents were required to stop the bleeding. The procedures were significantly delayed by the hemostatic management. Ultimately the blood loss was controlled and the graft remained implanted in all cases. Similarly, all patients had no clinically significant consequences due to the events described. The limited information provided don't allow a clinical assessment. However the magnitude of the blood loss was very significant. The cause of the bleeding was unknown. Despite the normal post-operative course, the patients could have experience very serious consequences that could have been life-threatening." The additional information does not modify the conclusions provided in the initial report

Event description:
The bleeding was observed from both main body and perfusion branch.